Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified left superficial artery. After a non-bsc guidewire crossed the lesion, a 5.0x100, 75cm mustang¿ balloon catheter was advanced for dilation. However, on the 1st inflation at 14 atmospheres, the balloon ruptured after being inflated for 12 seconds. The ruptured balloon was completely removed from the patient and was replaced with a 5mmx150mm mustang¿ balloon catheter to perform plain old balloon angioplasty. No patient complications were reported and the patient's status was good.